Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient had their ipg explanted due to an infection at the ipg site. The patient was given antibiotics over the course of six months to address the infection.. The infection was later cleared.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.